Event description:
It was reported to philips that the device's selection knob isn't working properly. There was no patient involvement.

Manufacturer narrative:
The device was evaluated onsite. The fse confirmed the select knob on the front panel was not working. The device front case was opened and upon visual inspection an internal cable was incorrectly connected. The issue was resolved with correctly connecting the cable. There were no parts replaced. The device was returned to full functionality and returned to service.